Manufacturer narrative:
Investigation summary: the cause of the cardiac arrest was unable to be determined due to insufficient clinical details. The cause of the failure to advance was determined to be patient condition as the patient had severe stenosis preventing successful delivery of impella.

Event description:
During the procedure, an impella 5.5 device was attempted to be inserted via the axillary artery in deviation from the instructions for use (IFU). Advancement was unsuccessful due to a stenosis of the subclavian artery, and the device was subsequently removed and replaced with an impella cp. No harm occurred to the patient as a result of the initial device attempt. Following completion of the hrpci procedure, the patient experienced cardiac arrest while being transferred to the chest pain unit. Upon return to the catheterization laboratory, angiography revealed an occluded left main coronary artery. Return of spontaneous circulation (rosc) could not be achieved. The patient's death is being conservatively reported for the first pump (impella 5.5); however, based on the clinical circumstances, a relationship to the impella device is considered highly unlikely.

Manufacturer narrative:
Additional information has been provided in h6. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.